Event description:
It was reported that during a da vinci-assisted pancreaticoduodenectomy surgical procedure, the surgeon was using small grasping retractor instrument to sweep tissue from left to right. The motion was only moving sideways. The mouth of the instrument was closed. Then during the movement a noise was heard and wire at the tip was exposed. The instrument broke during the procedure. Third party instrument was used to complete the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
The small grasping retractor instrument has been returned and evaluated by the failure analysis team. Failure analysis investigation confirmed the customer reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. For clarification, the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The root cause for the broken pitch cable was found to be a component failure and related to device design. A review of the small grasping retractor instrument log for the part # 420318 / lot # n11200727-0076 associated with this event has been performed. Per logs, the instrument was last used on 25-dec-2021 on system sk2980 for approximately 1 hour 30 minutes. The alleged event occurred on the 7th use of the instrument. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No image or video was provided for review. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury, the product malfunction identified through failure analysis could cause or contribute to an adverse event if the failure were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date in section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Fields are not applicable.